Event description:
Gore became aware that a pt had been treated for an abdominal aortic aneurysm with the gore excluder aaa endoprosthesis. The pt had three procedures involving the gore excluder aaa endoprosthesis. Initial treatment date was 2005 and four endoprostheses were implanted. The first re-intervention took place in 2006 and two endoprostheses were implanted. The second re-intervention took place 3 months later and one endoprosthesis was implanted. No further info is available.

Manufacturer narrative:
Device remains implanted in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. Unable to determine the cause. Also implanted in this pt were pxc201000/lot #03510591, pxc201400/lot #03543415, pxa280300/lot #042750207, pxc201200/lot #03274025, pxa280300/lot #03887358, and pcx141400/lot #4026801.